Manufacturer narrative:
This remediation MDR was generated under protocol(B)(4) , as a result of warning letter cms#(B)(4) . No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was good condition with no external damage noted. A review of the event history log (ehl) identified battery communication timeout. During the functional testing was unable to duplicate the battery communication timeout at power up or during syringe delivery test, also all the readings of battery were within the required specifications. The root cause of the issue could not be determined. Replaced battery for preventive and performed preventative maintenance and all functional testing. A corrective and preventative action has been opened to address the reported issue. If the occurrence of this issue increases significantly, additional corrective actions will be taken.

Event description:
It was reported that during patient infusion battery communication time out and did not complete infusion. No patient injury reported.